Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of loose and/or displaced septum was confirmed. Upon receipt the ventricular septum was found to be missing.

Event description:
Related manufacturer reference number: 2017865-2023-36769. It was reported a patient presented for an implant procedure on 19 jul 2023, in which the implantable cardioverter defibrillator (ICD) had a piece of coil in the atrial port. The ICD was not used and a second ICD was opened to discover another header anomaly. The silicone stopper of both devices pulled out with little effort so neither device was used. A third ICD was used to successfully complete the procedure. Post operation there were no patient consequences.